Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a cracked end cap. The insulin pump had minor scratches on the display window and cracked battery tube threads. The insulin pump was received without the original belt clip and no damage to the belt clip slot was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer experienced a high glucose level of 600 mg/dl. The customer is unable to exit the preparing to prime loop. The customer was advised to disconnect to perform troubleshooting. She was also advised to revert to back up plan. The product was returned. Nothing further to report.